Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the entire system implanted in the patient is involved in the failure, including both electrodes (leads), the recharger, and the ins itself. The source of the problem could not be identified; therefore, all components that make up the system are compromised and require replacement.

Event description:
Additional information was received from a manufacturer representative. It was noted that the patient had both a spinal cord stimulation system and sacral nerve stimulation system. It was clarified that after programming any configuration, depending on the program it wouldn't allow the patient to increase the intensity. The limit could change depending on the program; sometimes it was 5 milliamperes (ma), 6 ma, or 7 ma. Usually after 5 ma it no longer allowed the intensity to increase. Stimulation also could not be increased when programming with the clinician tablet as they also got the oor (out-of-regulation) message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported a replacement of all the system components will be carried out. The surgery date will be confirmed soon with the doctor and the patient; both parties are aware that the replacement will take place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that on 2026-feb-04, both the commercial team in mexico and the (B)(6) team, along with the manufacturer representative (rep), held a meeting with the treating physician and the medical team at the institution where the patient was being managed. The purpose was to discuss the appropriate handling of the patient's case. During the meeting, the rep shared both the information they had and the details provided to them by the technical services team. However, the medical team continues to insist that the device is malfunctioning and should be replaced. The rep inquired about if there was any document or reference that can be used as a basis to formally state that, according to the information they currently have, the device has been functioning properly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient experienced a pain episode, they usually increased the therapy amplitude; the patient's controller began to display an error when increasing the intensity, which prevented any further increase in amplitude. No limit had been set on the tablet application that would restrict these adjustments. As a result, the patient was unable to achieve adequate pain relief; the patient experienced less than 50% therapy relief in their stomach. Another controller was used to see if that resolved the issue, but the issue was not resolved. The representative changed the program to tonic frequency because they felt it was consuming too much energy (it was noted that there was an excess of energy), but the problem persisted. When they programmed the ins with the tablet, the impedances were displayed in green, and the intensity could be increased without issue. Therefore, they were unable to identify the problem and explain why the controller couldn't increase the intensity. The issue was not resolved. Additional information received stated that a new program was tried that used low frequency and different lead poles; however, the problem with the increased intensity persisted. There were no further complications reported or anticipated. Additional information was received from the manufacturer representative (rep) reporting that error displayed was screen 59 "settings not available." The cause could not be determined. They have already tried many different programs with high and low frequency, moving the working electrodes, change pulse with but the problem persists. Issue was not resolved, it was not yet possible for the patient to increase the intensity beyond 5ma. Additional information was received. It was reported that there will be additional appointments with the patient. Additional information was received. It was reported that the patient was implanted with a diagnosis of visceral pain (the physician has already been informed that this represents an off label indication). The main issue is that the patient was unable to increase stimulation above 5 ma using the patient controller. When attempting to go beyond this value, the system displays a message indicating that the change cannot be performed. They have conducted multiple programming sessions, during which the following adjustments were attempted without success: changes in electrode configuration (using 2 to 3 active contacts); frequency adjustments (from 40 hz up to 100 hz); hd stimulation; pulse width changes (from 90 â¿s to 300 â¿s); multiple configurations using more than one group with one or more programs, as well as a single group with a single program. In all sessions, impedance checks were performed and remained within normal range (approximately 900-1500). Additionally, the tablet consistently displays "ooo" when attempting to increase stimulation intensity. They wanted to understand what guidance could be provided regarding next steps and how this situation should be managed from a technical and clinical support perspective. Technical services responded that they were assuming that what the manufacturer representative (rep) referred to as ooo was out of regulation, the message that occurs when the ins has reached the limit of the amplitude that can be produced. It was noted that it is not unusual to have a case in which a patient's amplitude is limited as a result of out of regulation and impedance values. Technical services provided some troubleshooting steps. It was noted that when they have exhausted all programming options and the patient doesn't feel stimulation, then they have to evaluate the patient and their medical condition. It is possible that the change in therapy is not a technical problem with the stimulator, but something medical in nature, like a change in the way the patient perceives therapy. The rep responded that following the recommendations, they would like to confirm that, in coordination with the field team, they have already worked through the programming changes suggested. However, despite these efforts, the "ooo" message continues to appear, and the limitation when attempting to increase stimulation persists. At this point, the main challenge they were facing was that the implanting physician is stating that the generator is defective and is requesting its replacement under warranty, without taking into account the indication or potential patient specific factors. Technical services responded that oor isn't a device malfunction, it is a notification that the ins is outputting the maximum pulse the battery and capacitors can produce. The information to check in an oor case would be the impedances for the active electrodes. Technical services could review the impedance information if they send the session reports from the ins interrogations. The other file that can be collected is the mdt data report.